Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 corrected: h6 health effect ( clinical and impact code) if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: I inform you that during a surgery in one of our clients, the assistant opened the box of a patella 41mm and it was empty, that is, without the implant, there was only the plastic and the labels. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that both the outer and inner packages were opened. The box tabs displayed evidence of handling, and the inner/sterile package showed the tyvek pouch opened from the upper part. Additionally, the inner package was found to be empty. A manufacturing record evaluation was performed for the finished device [151820041/ 4385602] and there were 2 non-conformances associated with this lot, however these are not related to the reported complaint. Since the carton had been opened and displays signs of manipulation, it cannot be confirmed whether the package was empty when it left j&j's control or at what point the implant may have been removed from the package. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune medial dome pat 41mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: attune medial dome pat 41mm product code: 151820041 lot number: 4385602. There were 2 non-conformances associated with this lot, however these are not related to the reported complaint.

Event description:
Additional information received: a. Was there any adverse consequence/s that affected the patient because of the reported event? No. B. Was there a surgical delay? If yes, what is the duration of the delay? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> I inform you that during a surgery in one of our clients, the assistant opened the box of a patella 41mm and it was empty, that is, without the implant, there was only the plastic and the labels. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment source file - pictures - re rec-01424 case#(B)(4). The photo investigation revealed that both the outer and inner packages were opened. The box tabs displayed evidence of handling, and the inner/sterile package showed the tyvek pouch opened from the upper part. Additionally, the inner package was found to be empty. A manufacturing record evaluation was performed for the finished device [151820041/ 4385602] and there were 2 non-conformances associated with this lot, however these are not related to the reported complaint. Since the carton had been opened and displays signs of manipulation, it cannot be confirmed whether the package was empty when it left j&j's control or at what point the implant may have been removed from the package. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune medial dome pat 41mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: attune medial dome pat 41mm product code: 151820041 lot number: 4385602. There were 2 non-conformances associated with this lot, however these are not related to the reported complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: I inform you that during a surgery in one of our clients, the assistant opened the box of a patella 41mm and it was empty, that is, without the implant, there was only the plastic and the labels. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune medial dome pat 41mm outer and inner packages were opened. The box tabs displayed evidence of manipulation, and the inner/sterile package showed the tyvek pouch partially opened from the upper part. Additionally, the inner package was found to be empty. A manufacturing record evaluation was performed for the finished device [151820041/ 4385602] and there were 2 non-conformances associated with this lot; however these are not related to the reported complaint. Since the carton had been opened and displays signs of manipulation, it cannot be confirmed whether the package was empty when it left j&j's control or at what point the implant may have been removed from the package. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Without concrete evidence or further information, it is not possible to determine a root cause. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune medial dome pat 41mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: attune medial dome pat 41mm product code: 151820041, lot number: 4385602. There were 2 non-conformances associated with this lot; however these are not related to the reported complaint.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a surgery the assistant opened the box of a patella 41mm and it was empty, that is, without the implant, there was only the plastic and the labels.